Event description:
Reporter indicated a vns pt was explanted due to pain at the generator site. The vns had been disabled prior to the explant and the pain had decreased. All attempts to the reporter for additional information have been unsuccessful to date. Attempts for product model and serial numbers and return for analysis have been unsuccessful date.